Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 412 mg/dl, 181 mg/dl, 103 mg/dl and 95 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he ate a sandwich and drink given to him by his wife because he was having hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.